Manufacturer narrative:
The haemoentics field service engineer completed the device evaluation. A fluid spill was observed dripping down inside the power supply and internal drain tube. No burning or carbonization was noted. No other parts were affected as a result of the spill. The device was decontaminated, repaired and upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills.

Event description:
On (B)(6) 2016, haemonetics opened a service report for an orthopat being returned for underutilization. There was no complaint against the device. On (B)(6) 2016 the haemonetics depot repair technician opened the device and a fluid spill was found which ingressed into the power supply.